Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio" was used during a vaginal/paravaginal defect repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was left inside the patient. The procedure was completed with another capio". There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned capio¿ revealed that the device does not have any visual failure nor the needle detached. The carrier was actuated three times and it extended and retracted without any problem. However, it was actuated (deployed) three times with the suture and the needle was able to enter in the slot. Also after the functional inspection the suture was unloaded form the distal section in good conditions. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio¿ was used during a vaginal/paravaginal defect repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was left inside the patient. The procedure was completed with another capio¿. There were no patient complications reported as a result of this event.